Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that defibrillation threshold (dft) testing was not performed. The cause of the out of range measurements was not determined, but believed to be gradual and typical. There were no adverse patient effects.

Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out of range shock impedance measurements greater than 200 ohms. The system was programmed to a single coil configuration. No adverse patient effects were reported. The system remains in service.